Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection and transanal total mesorectal excision (tatme) procedure. The stapler was being applied to create an anastomosis in the rectum. When the stapler and anvil were removed from the sterile packaging, the nurse noticed that there were some loose staples both in the packaging and on top of the anvil. This was made aware to the surgeon, however, it is unknown whether the surgeon heard the nurse. All correct steps were taken to deploy the stapler. When fired, no staples were fired and just a cut line was deployed. It cut the bowel but did not staple, hence, leaving two cut open bowel ends in the pelvis. The space between the cartridge and the anvil close and the green bar was visible in the indicator window. The anvil was not bent. The failure of the stapler firing has resulted in the patient having a temporary stoma. This was considered as temporary injury. There was major injury leading to long-term disability / incapacity. Patient ended up with an apr (anus removed) and end colostomy. In order to resolve the issue and complete the case, an ethicon stapler was opened to complete the anastomosis. However, due to the manipulation into the pelvis, there was an anterior full thickness rent that was not amenable to repair despite multiple efforts. The surgical time was extended by thirty minutes or more due to the product problem. The event extended the patient's hospitalization time by two to three days.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned opened product noted that the visual inspection of the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was visible in the indicator window and the safety feature was not engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. The anvil of the instrument was not received. The visual inspection of the returned sealed product noted that green bar was not visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument. The anvil of the instrument was observed to be not tilted and separated from the instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection and transanal total mesorectal excision (tatme) procedure in a patient with a narrow pelvis and bulky sphincters. As per standard procedure the perineal team completed a pursestring on the open rectal stump while the abdominal team retrieved the specimen through the pfannenstiel. As per local technique, the stapler gun was introduced through the pursestring guided by a drain. For this the spike is always in the fully open position. As the pursestring was not tight enough they removed the gun before firing (safety not taken off and stapler not closed) and redid pursestring. The eea 31 gun was again reintroduced over drain and the drain was removed by abdominal team and the stapler gun closed. At that time nurse noticed 2-3 staples on her sterile drape. As they removed the drain, engaged the gun they decided to fire the gun and oversew any defects if required. The gun fired normally and they recovered two complete donuts (as per histology protocol). It became immediately apparent that the gun did not fire any staples but that the knife did activate, as there were two bleeding ends without any staples in either the proximal colon or distal rectal cuff. As the anastomosis was already low, could not establish a safe new anastomosis (not even hand sewn due to anatomy colon and tight bulky anal canal) and therefor convert to is ape.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection and functional evaluation of the devices had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.